Event description:
It was reported that there was a lead warning for the right atrial (ra) lead having low impedance paces. It was noted that during a check the impedances and capture thresholds were stable. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024 implantable pacing lead 1996 (B)(6). (B)(4).